Event description:
It was reported there was a loss of stimulation three days after replacement of implantable neurostimulator(ins). Reprogramming and troubleshooting was attempted. Impedances were checked and two out of four electrodes showed high impedances. Two electrodes delivered o stimulation no matter what amplitude, pulse width or rate. Patient was scheduled for lead revision (B)(6), 2013. No patient symptoms or injuries related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant product: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3587a, lot# lb6758, implanted: (B)(6) 2003, product type lead; product ID 3550-09, lot# lb6897, implanted: (B)(6) 2003, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient had the lead explanted. It was noted that there were "high impedances >10,000." It was further noted that the patient did not have any symptoms or injury related to this event

Event description:
Additional information indicated that the patient was scheduled for "a surgical consult" to discuss a lead revision.